Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited capture anomalies and the right atrial lead exhibited unspecified anomalies. The leads were capped and replaced. No patient symptoms or additional information were reported.